Manufacturer narrative:
Blank display due to damaged battery tube. Unable to perform self-test, displacement test, active current measurement and sleep current measurement test due to blank display. Unable to download or verify failed batt test due to blank display. Found moisture damage to force sensor. No damage noted to electronic assemblies during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case at the battery tube, broken battery tube threads, missing display window cover, missing end cap address label. Blank display noted due to damaged battery tube. However, was unable to verify failed batt test due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed batt test. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for the event.customer reported receiving a battery failed alarm. Customer reported that battery cap contacts and battery compartment are not damaged or corroded. Customer received another battery failed alarm after inserting a new battery. Customer completed a pump restart and inserted another battery. Battery failed alarm did not recur. Advised customer to monitor pump and that a repl batt cap will be sent. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.